Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® iliac branch component instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement, occlusion of device or native vessel. Additionally, the IFU states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for an abdominal aortic aneurysm and a right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch component. When the iliac branch component was deployed in the right side, the iliac gate was not located in the right position, and was opened in the right external iliac artery. The physician tried to make an adjustment, but it was unsuccessful. It was reported that the internal iliac component was not used during the procedure. The gore® excluder® aaa endoprosthesis contralateral leg components were deployed inside the iliac branch component. Reportedly, the right internal iliac artery was unintentionally covered by the iliac branch component. The physician decided to leave the device as it was. The patient tolerated the procedure. The physician stated that the access became an ¿accordion shape¿ and the angiography was not fully performed. This might cause the wrong iliac branch component deployment.